Manufacturer narrative:
Failure event observed during analysis. A partial lead with the connector portion measuring 20.0 cm was returned for analysis. External insulation abrasion exposing the outer coil was noted at 10.0-10.4 cm and 10.8-11.3 cm from the connector pin which was consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.